Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No unexpected audio/beep, frozen screen or low battery alarms noted. Unable the verify the time clock anomaly, reset anomaly or perform the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, or unexpected restart tests or check the operating currents test due to no button response. The pump had moisture damage on the electronic and motor assembly. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was frozen for a couple of days. The insulin pump's buttons were not working and the insulin pump was making a constant beep noise. The customer was on a backup insulin pump since the issues began. The constant tone did not disappear after a new battery was inserted. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.